Event description:
It was reported that the implantable pacemaker was suspected of premature battery depletion (pbd). The device longevity dropped from 2.5 years to 1.5 years in a span of 2 years. Boston scientific technical services (ts) reviewed report, and it looks like power consumption is pretty rock solid which makes sense for pacing percentage and outputs. Also, patient had some intermittent atrial fibrillation (af). This device remains ion service. No adverse patient effects were reported.